Event description:
It was reported that the patient reported to the physician that he had difficulty, following the implant, to maintain rigidity with the spectra penile prosthesis when used. There was also substantial worsening of rigidity over time and that completely lost rigidity. No patient complications were reported.